Manufacturer narrative:
The investigation has been completed. The console logs from the reported day of event are consistent with the complaint and showed an alarm occurring multiple times and each time right after the pump was started. The logs also revealed that a second pump was used as a replacement with similar results. The console was returned and was extensively tested but no issues were observed and the console operated within specification. Based on available information regarding use of the console as well as both pumps, it' has been determined that there was another console used (and associated complaint (B)(4)) that shared the failure mode. The cause of the failure mode was use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella rp for mechanical circulatory support. While on support, the automated impella controller (aic) was fully charged and was unplugged from the power source and caused the aic to shut down while the pump was still connected. No clinical details regarding resolution were noted. No patient harm was reported.